Event description:
The user facility reported two incidents in which after insertion of the catheter, the intracranial pressure (icp) values were not reliable. The user facility replaced the catheter and the new device functioned properly. Two catheters are available for investigation, one from lot w051614, the other from unk lot number. No pt injury is reported. This med device report is linked with med device report# 2023988-2007-00015.

Manufacturer narrative:
To date the involved device has not been received for eval. An investigation has been initiated based on the reported info.